Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button less responsive and harder to press. The customer¿s blood glucose was unknown. Customer reported that insulin pump was rejected new battery and it was slower during rewind. Customer stated that they changed out batteries more often than when they first got the insulin pump. The device will not be returned for analysis.